Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray generator was not available, preventing imaging (x-ray not possible). During troubleshooting, fse found that fan set was defective. Fse replaced fan set. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray generator was not available, preventing imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.